Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: that after manta was deployed, no flow detected at site. Had to perform open cutdown to repair.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. A post-deployment angiogram was submitted and reviewed by the investigative team which revealed a very low positioned radiopaque lock with an occluded flow. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr utilizing a 14f tavr procedural sheath, a 14f manta was deployed for closure in the left common femoral artery. The manta device size selection guide for procedures using tavr sheaths recommends the 18f manta device with this tavr 14f procedural sheath to accommodate the 23f measured sheath outer diameter. Ultrasound and micropuncture were utilized to gain access. No issues were reported regarding advancing or withdrawing the procedure sheaths. Following deployment, no flow was detected at the site, hemostasis was not achieved, and the physician determined to perform a surgical cut down. The root cause of the vessel occlusion is inconclusive due to the lack of information pertaining to the initial and deployment procedures, patient conditions and environment, and no device submitted for investigative purposes. However, it could possibly be due to the anchor adhering to the distal wall or possibility that collagen was pushed entirely or partially into the vessel during lock advancement, thereby causing an occlusion of the vessel. Based upon previous similar incidents, another contributing factor to vessel stenosis could be from a dissection. Dissections are a common large bore procedure complication, and it cannot be easily concluded if a dissection is caused by the manta or during the procedure. The IFU lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.